Event description:
It was reported that during treatment of the ica with a fred device, the device was observed to be twisted within curved vasculature. The device was re-sheathed and fully deployed. The proximal segment ends did not appear to be fully open. The device was removed using a solitaire stent retriever successfully. No report of harm to the patient, who was doing well.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility; therefore, a product evaluation is not possible. However, procedure images were provided and their review is as follows: three, non-dated, non-labeled, non subtracted, lateral ica images, along with a 6-second video of the same area are provided for this investigation. The 3 images demonstrate a medium-sized ophthalmic aneurysm. A fred is initially deployed from the supraclinoid ica (anterior choroidal level) to the mid cavernous ica with poor opening around the anterior genu of the ica. The fred is then seen completely released but poorly opened. One more angio image and the video show the fred being removed with the help of a solitaire stentriever. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have caused or contributed to the reported event.